Event description:
It was reported that the ilet pump¿s display screen was cracked and became unusable, and the patient was thereafter unable to use the device; the device had been synced prior to shut down and the patient will return it. Customer care provided support that included review of complaint details, verification of device shutdown steps, and arrangement of return and replacement. Investigation of this case revealed physical damage to the screen with loss of display function; no alerts or alarms were associated with the event. No clinical symptoms and no injury during the event were reported. Outcomes included interruption of insulin pump therapy, need for replacement, and use of cgm data via the dexcom g7 app or receiver while awaiting replacement. It was concluded that the event was due to a damaged device component, and the replacement device will require a new startup as data will not transfer.